Event description:
Could not fully insert the tsx transseptal needle through the dilator. The physician could not get the needle passing through the sheath. A new sheath was used and worked fine. No injury to the patient. This is the same product that we have issue with in the past few weeks. I followed up with the rep again and notified the supply management. Manufacturer response for swartz braided transseptal guiding introducer 8.5f, st. Jude medical (per site reporter): this is the same product that we have issue with in the past few weeks. I followed up with the rep again and notified the supply management.